Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 06/30/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Reviewed meter memory: the 156mg/dl (B)(6) 2015 12:00:00 pm fasting:yes, the 154mg/dl (B)(6) 2015 12:00:00 pm fasting:yes, the 138mg/dl (B)(6) 2015 12:00:00 pm fasting:yes, the 181mg/dl (B)(6) 2015 06:00:00 pm fasting:yes, the 173mg/dl (B)(6) 2015 12:00:00 pm fasting:yes, customers concern: 138mg/dl. Customer states that he read 138mg/dl with our meter and 188mg/dl with another meter. Customer denies signs and symptoms of low or high blood sugar and denies need for medical attention. Customer normal range is 86-105mg/dl. Customer could not see the time in the meters memory. Customer did not have any more strips and refused the back to back blood test.